Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl; as the pump time was off. Reportedly, the customer stated the pump time was off due to a non-pump issue. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer to ensure that their time is set correct.